Event description:
X-rays were received and reviewed by the manufacturer. Review of x-rays indicated the generator appeared in the upper left chest in a normal placement. The filter feed-through wires appeared to be intact. The lead connector pin appeared to be fully inserted into the generator connector block. The electrodes appeared to be placed in normal arrangement. Part of the lead was behind the generator. No acute angles were observed in the assessed portions of the lead. However, one lead break was visible in the portion of the negative lead that is between the negative (upper) pin and the generator, right next to the generator. At the moment replacement surgery is likely, but has not been confirmed.

Event description:
Additional programming history showed that the device was programmed back on at a later date. Surgery is likely but has not taken place.

Manufacturer narrative:
Only a portion of the lead was returned for analysis which did not reveal any anomalies. Device failure is suspected in the lead portion not returned but did not cause or contribute or a death or serious injury.

Event description:
On (B)(6) 2013, this patient underwent full revision. The explanted devices were returned on (B)(6) 2013 and are undergoing product analysis.

Event description:
It was reported by a physician that high lead impedance was found at a follow-up appointment (7/limit/high). The patient's device was programmed off due to high impedance and referred for x-rays. No patient manipulation or trauma was reported to have contributed to the event. Further interventions planned are to replace the vns system completely also based on implant longevity. No date has been scheduled at the moment. X-rays will be sent to the manufacturer for further evaluation. Attempts for additional information have been unsuccessful to date.

Manufacturer narrative:
Manufacturer reviewed x-rays of implanted device review of x-rays by the manufacturer revealed a gross lead discontinuity. Device failure occurred, but did not cause or contribute to a death or serious injury.

Event description:
Pa was approved. During the analysis, there was no indication from the device that an end of service condition existed. Analysis in the pa lab concluded proper functionality of the pulse generator and that no abnormal performance or any other type of adverse condition was found. The device performed according to functional specifications. The reported lead fracture allegation was not verified within the returned lead portions. Note that since a significant portion of the lead (including the electrode array portion) was not returned for analysis, an evaluation and resulting commentary cannot be made on that portion of the lead. Other than typical wear and explant related observations, no anomalies were identified in the returned lead portion. Two sets of setscrew marks were noted on the marked connector pin providing evidence that proper contact between the generator and lead pin existed at one point. The lead assembly has what appear to be dried body fluids inside the silicone tubing. No obvious point of entrance was noted other than the cut ends.

Manufacturer narrative:
Review of programming history.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.